Event description:
Same case as MDR ID: 2134265-2014-06535. Reportable based on device analysis completed on (B)(4)2014. It was reported that coil could not be pushed out from the catheter. A 10mm x 40cm and a 20mm x 40cm interlock¿-35 coils were selected for treatment of an aneurysm in the right lower limb arteriovenous fistula lumen prosthesis. During the procedure, neither coil could be pushed out from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the coil was returned without its interlocking arm.

Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by manufacturer: visual inspection of the returned product revealed a delivery wire, introducer sheath and a coil were returned. The interlocking arms of the coil and delivery wire were not interlocked. The zap tips of the coils were in the introducer sheath and the coil was fully sheathed within the introducer sheath. The delivery wire and introducer sheath were noted to be kinked. The coil could not be advanced or retracted from the introducer sheath. The introducer sheath had to be cut to free the coil. A microscopic inspection was performed. The interlocking arm of the delivery wire was inspected and no damage was noted. The coil is stretched and kinked. No interlocking arm was returned. The coil zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).